Manufacturer narrative:
(B)(4). The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with juvéderm® in the jw4 area. Patient later experienced a painful nodule with ¿an apparent infectious focus¿ in the region of the mandibular line with pain, heat on palpation at the level of the chin until the left side. Patient had an ultra-sound that indicated that an abscess is being formed over the filler. Hcp treated patient with paracetamol, cephalexin and ibuprofen, 400 mg of each. Symptom status is unknown.